Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead dislodged the day after the initial implant procedure, resulting in loss of capture. The telemetry strip showed 6 seconds of asystole, which also caused syncope. The patient, who was in the critical care unit, regained rhythm when the lead had settled in a different position. An x-ray revealed that the helix mechanism remained extended. Despite leaving slack on the lead during implantation, both the right atrial and rv lead pulled taut, leading to the rv lead dislodgement. Surgical intervention was performed to explant and replace the rv lead. Extra slack was added to both leads, considering the patient's anatomy, with habitus likely being a factor in the dislodgement. This lead is not expected to be returned.